Manufacturer narrative:
The pump powered up properly, and no blank display was noted. All operating currents were within specification. The pump passed the displacement and self tests. However, the pump had a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.

Event description:
The customer reported via phone call that he was having the same issue with his pump that he had been having before. Customer went to change the battery and the pump won't restart. Customer's blood glucose was 114 mg/dl. Customer stated that he is receiving blank displays all the time on his pump. Customer has received a new battery cap and is still having the same issue. Customer is not currently on the pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.